Event description:
Patient was revised due to mal-positioning.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the stem was positioned too far superior in the humerus. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additonal information be received, the complaint will be reopened. Depuy considers the investigation closed.